Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain. The cause of the event and action taken with pd therapy were not reported. The patient was hospitalized for the event. It was reported that proper management was given and the patient was advised to have temporary pd rest for two months. At the time of this report, the event was still ongoing. The reporter declined to provide additional information.